Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous sodium (na) and chloride (cl) results generated by unicel dxc 600 pro synchron clinical system. The results were not reported out of the laboratory. When low "anion" gaps were generated the tests were repeated on an alternate instrument. The results from the 2nd instrument with acceptable anion gaps were reported. There was no effect to the patient or to the user.

Manufacturer narrative:
The system is calibrated 3 times a day followed by a qc run. Qc results prior to the event were within the established ranges. The laboratory temperature is monitored and stable. A bci engineer decontaminated the system. As of (B)(4) 2010, there were no further calls to hotline for the problems. A definitive root cause has not been determined for this event.